Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available for investigation. Saline may leak from the reservoir vent if there is a tear in the microporous membrane within the reservoir, however without the benefit of investigating the set a root cause cannot be established. The library/retain sample for this lot was inspected and no defects were observed. The manufacturing batch records for this lot were also reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates no other reports related to this lot number, nor any other reports of this nature. No trend has been identified for this type of issue. It was reported that there was no injury to the patient. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's sales representative received a complaint from the user facility and reported the following: "received email from (B)(6) that when the assist head nurse loaded the tubing dry, machine off and when the machine attempted to prime the system as usual, it kept pushing saline out of the reservoir vent instead of air."